Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that crack in the yankauer was observed when removed from packaging. As a result, the device could not be used for patient suction.

Manufacturer narrative:
The device history record (DHR) for lot number 2504110764 was reviewed and no anomalies related to the reported issue were observed. There were no samples returned for evaluation; therefore, the affected device could not be evaluated to confirm the reported issue. As such, a root cause could not be determined at this time. Based on this information, no corrective actions are warranted at this time. We will continue to track and trend through our monitoring programs and take actions as applicable.